Manufacturer narrative:
Per tandem¿s x2 g5 t:slim user guide: ¿check that your connection between the cartridge tubing and the infusion set tubing is tight and secure.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge connection disconnected after the infusion set tubing was pulled on. Blood glucose level was 224 mg/dl. Tandem technical support guided the customer through successfully completing an infusion set change to address the issue.